Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The monitor retained the trend information following disconnection of a fibreoptic probe. The issue was discovered during a training with demo device. Therefore, there was no patient involvement.